Event description:
It was reported that, while in use on a patient an 840 ventilator had activated the volume not delivered alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Customer reported to have run the est test on vent test lung and he was not able to duplicate the alarm or errors related to this malfunction. Covidien was not authorized to repair the device.